Event description:
A patient in the ICU developed a severe subglottic endotracheal tube cuff leak on the overnight shift resulting in the need to replace the endotracheal tube with significant difficulty. The subglottic endotracheal tube had been in place for several days prior to the event. The clinical team attempted to resolve the issue by re-inflating the balloon and occluding the port used to fill the balloon in case it was leaking. Neither of these interventions was successful and the clinical team feels the tracheal balloon had failed during routine use. The endotracheal tube was ultimately replaced but lead to significant hypoxia that resolved once the tube was replaced. The patient has subsequently had a formal tracheostomy due to prolonged respiratory failure.